Event description:
A nurse reported that a pt undergoing cataract extraction by phacoemulsification sustained a corneal thermal injury. Add'l info has been requested. The customer has four consoles and cannot say which system was in use when the event occurred.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010. Vol.7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).